Event description:
A (B)(6) male, patient, underwent evar on (B)(6)2009. The main body graft was fully deployed, and physician was removing the distal trigger wire, completely removed safety lock, and went to slide the trigger wire and it didn't budge. He continued to pull while the other physician maintained sheath position. He began to gently twist, it still wasn't budging even to slide hemostats in between the wire. Twisting firmly there was a loud cracking noise, like the seal of glue cracking. The trigger wire was then removed without incident or any harm to the patient. The case was resumed by removing the dilator after capturing top cap. No adverse effects to the patients.

Manufacturer narrative:
(B)(4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, cook incorporated loading manufacturing instructions for zenith z-trak devices, relative to the trigger grip assembly, state: "add one drop of specified adhesive to proximal half of threads and tighten with trigger collar tightening tool until bottom cap will not rotate in trigger collar." The failure mode assigned to this case is "glued, improperly". This failure mode was determined based on the provided event description provided by the local cook representative. Additionally, an investigation into returned devices with similar event descriptions, showed evidence of glue residue on the trigger shaft and underneath the trigger grips, which may have inadvertently been applied during the manufacturing process. It appears that this could have been the root cause for this complaint as well. We will continue to monitor for similar complaints.